Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to successfully clear the alarm. Customer was able to pump rewind. The insulin pump will not be returned for analysis.